Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the pump displayed prompts to connect cgm or enter blood glucose despite the user having started a sensor, and the user subsequently received an alert that the sensor was already started on another device after scanning it with the abbott app; the user was instructed to apply a new sensor and pair it using the pump app, after which a successful scan was confirmed and the app indicated it would connect shortly. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose remained unaffected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue consistent with an improper setup procedure, as the sensor was started on a non-pump app, and no device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.